Manufacturer narrative:
Manufacturer's investigation conclusion: superficial driveline damage could not be confirmed as no images were provided, and no product was returned as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). A specific cause for the reported damage could not be conclusively determined through this evaluation. A review of the submitted log file found that the system appeared to be operating as intended at the set speed. There were no notable alarms or findings related to the pump or driveline. A no external power event was noted and is addressed under the mobile power unit investigation; the controller backup battery power the system until external power was restored. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. A, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had significant driveline damage and rescue tape was applied. The patient denied having any alarms. Log files were sent for review. The log files did not show the driveline damage was interfering with the pump operation. The reported driveline damage appeared to be cosmetic only at the time. The log file also captured no external power alarms and other associated alarm types on (B)(6) 2026 caused by the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event. The cause of the no external power alarms was not identified. The nurse provided education to the patient on the importance of the mpu and not disconnecting the mpu from the wall. The mpu would remain in use.